Event description:
It was reported that the ventricular signal was being oversensed on the right atrial channel. The sensitivity was adjusted. Additional information indicated that the pace impedance measurements were out of range (oor). The measurements had been greater than 3000 ohms for some time and this was known at the last clinic visit. The patient paces zero percent of the time. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.